Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the screen is scratch and it is causing discoloration of the screen and not too hard to read. The customer stated that the screen has a crack. The customer was not sure how the damage occurred, possible due to age of user. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer does not want to troubleshoot for other issues as pump being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a corroded battery tube.